Event description:
It was reported by the clinician that a double lumen peripherally inserted central catheter (PICC) was being placed into a pt. The stylet was pulled out without loosening the side port and the spring wire guide (swg) unraveled.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.